Event description:
During a mitraclip procedure, a pericardial effusion occurred which required a pericardiocentesis to stabilize the patient. The patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. An echocardiogram revealed a pericardial effusion in the area of the right atrium and ventricle after the transseptal access with the sl transeptal puncture device and brk. The mitraclip was successfully implanted and then a pericardiocentesis was performed to stabilize the patient and the procedure was discontinued. The patient could be extubated in the cath lab and was hemodynamically stable. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Model/lot number information was not able to be obtained for this device. Therefore, full UDI information (d4) and 510k (g3) are not available.